Manufacturer narrative:
(B)(4). This product is not distributed in the us and does not have a 510(k) number. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. This device is not available for evaluation; however, a photo sample of the device has been provided. A follow-up report will be filed upon completion of the photo evaluation or if the device or any additional details become available.

Event description:
This is a case, which was reported to baxter (B)(4) on (B)(6) 2013, regarding an incident involving a folfusor lv 5 ml/h. The reporter stated that "the drug was leaking from the device." The location of the leak is unknown. The actual sample is not available. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received a photo of the sample for evaluation. Photographic evaluation confirmed the reported condition of a leak from broken tubing. However, due to sample unavailability, a leak test could not be performed and the root cause could not be identified. No additional observation was noted from the photo. No repair was done, as this is a single-use device which will be discarded.

Manufacturer narrative:
(B)(4). The incorrect manufacturing date was submitted in the initial medwatch.